Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Bg was addressed correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.